Event description:
Report #2 of 2 received from an abbott affiliate which indicates, they are accustomed to a non-removable slide clamp, however, this set has a removable slide clamp. A child in the pediatric ward was found with a slide clamp in their hand. Although no harm has come to any patient yet, the hospital is indicating that these clamps could be swallowed by children with possible harm resulting. No further information was provided.